Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of inappropriate anti-tachycardia pacing (atp) and six shocks for what appeared to be atrial driven arrhythmia. This device currently remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device delivered 18 bursts of inappropriate anti-tachycardia pacing (atp) and two shocks for what appeared to be atrial driven arrhythmia. This device currently remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of inappropriate anti-tachycardia pacing (atp) and six shocks for what appeared to be atrial driven arrhythmia. This device currently remains in service and no additional adverse patient effects were reported.